Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's jaw broke. There was no patient injury. Initial investigation found that the other returned device bottom seal plate was missing from the device's jaw. The missing seal plate was not returned.